Event description:
It was reported that a revision procedure on the right shoulder was performed approximately nine (9) years after an initial anatomic total shoulder replacement due to chronic anterior subluxation. At the patient¿s three-year and five-year postoperative visits, ligament laxity and voluntary instability had been documented while the patient was using crutches for an unrelated hip condition. The event was found when the patient later experienced a dislocation/subluxation and loosening on an unknown date. During the revision, all components were removed without complication, and an antibiotic spacer was placed. Intraoperative cultures were positive for staphylococcus aureus, and the patient was started on postoperative antibiotics. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 113042 (198030). 113954 (060700). Associated product information: 118001 (310720). 115736 (463440). Unknown palacos cement (unknown). G2: foreign - the event occurred in the united kingdom. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.